Event description:
It was reported that during a balloon sinus septoplasty, the handpiece froze up and stopped working. Because they did not have another handpiece, they cancelled the surgery and have rescheduled completion for another day.

Manufacturer narrative:
Date MFR rec: june 24, 2014. Product evaluation: after being evaluated by the engineering group (analysis reported in initial MDR), the device was released to service and repair for processing. Service and repair disassembled housing and found all the internal parts, the motor, housing and screws were all severely corroded due to dried saline. Had to replace all the internal parts, seals, bearings, housing, motor and cable. Unit was cleaned, tested and passed to manufacturing specifications. Conclusion: device repaired and returned (B)(4); . Operational context caused or contributed to event (B)(4);

Manufacturer narrative:
(B)(4): product evaluation: received m4 handpiece for evaluation by the engineering group. The condition of the device showed that the motor and thumbwheel were seized. A blade was inserted into the handpiece and it would not rotate. Also the thumbwheel would not turn. The reported malfunction was confirmed. The underlying cause cannot be determined based solely on the evaluation results. The unit was released to service and repair for processing. (B)(4).